Event description:
It was reported that one cylinder of the inflatable penile prosthesis (ipp) was not filling when the pump was pressed. The physician identified the pump tubing at the cylinder junction to be detached, resulting in a leak. The ipp was explanted and a ipp device consisting of 12cm x 12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that three months ago the patient began observing one cylinder of the inflatable penile prosthesis (ipp) not filling when the pump was pressed. The physician identified the pump tubing at the cylinder junction to be detached, resulting in a leak. The ipp was explanted and a ipp device consisting of 12cm x 12mm cylinders, pump, and reservoir were implanted. The patient's status is reported as doing well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404161, 883660004, reservoir 65ml pc, device impotence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404310, 887599003, pump ms, device impotence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that three months ago the patient began observing one cylinder of the inflatable penile prosthesis (ipp) not filling when the pump was pressed. The physician identified the pump tubing at the cylinder junction to be detached, resulting in a leak. The ipp was explanted and a ipp device consisting of 12cm x 12mm cylinders, pump, and reservoir were implanted. The patients status is reported as doing well.

Event description:
It was reported that three months ago the patient began observing one cylinder of the inflatable penile prosthesis (ipp) not filling when the pump was pressed. The physician identified the pump tubing at the cylinder junction to be detached, resulting in a leak. The ipp was explanted and a ipp device consisting of 12cm x 12mm cylinders, pump, and reservoir were implanted. The patients status is reported as doing well.